Event description:
This follow-up report is being submitted to relay additional information. It was reported the patient complained of pain and open lock jaw approximately four months prior to the revision surgery. A surgical exploration and joint replacement was performed, and the surgeon noted there were no visible defects to the hardware, just a lot of scar tissue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As a revision surgery was reported, the complaint is confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The dhrs for the screws involved in this case could not be reviewed due to the lot numbers being unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 patient code h6 device code h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. It is unknown at this time if the device will be returned for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00470, 0001032347-2019-00471, 0001032347-2019-00472, 0001032347-2019-00473, 0001032347-2019-00474, 0001032347-2019-00476. Medical products: tmj system left standard mandibular component, part# 24-6551, lot# 516390a; tmj system left standard mandibular component, part# 24-6556, lot# 509470b; tmj system left fossa component small, part# 24-6563, lot# 523730a; 2.4mm system high torque (ht) cross-drive screw, part# 91-2710, lot# unknown; 2.4mm system high torque (ht) cross-drive screw, part# 91-2712, lot# unknown; tmj system cross drive fossa screw, part# 99-6577, lot# unknown; tmj system cross drive fossa screw, part# 99-6579, lot# unknown.

Event description:
It was reported the patient underwent a revision to remove temporomandibular implants due to an unknown reason. Attempts have been made to gather more information but none has been provided. No additional patient consequences have been reported.